Manufacturer narrative:
Concomitant product: unspecified cook medical inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook ds-60cc-s syringe was placed in an inflation handle and attached to the balloon. Negative pressure was applied to the balloon and while inflating the balloon, a leak was observed in the catheter above the balloon on the proximal end of the balloon. The balloon would not stay inflated due to the leak in the catheter. The stylet wire was missing the plastic tip stem on the proximal end of the wire. It was not included in the return. No section of the catheter appears to be missing. The device history record for the lot number said to be involved was reviewed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. Another possible contributing factor to balloon damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The instructions for use under warnings states, "do not advance the balloon dilator if resistance is encountered. Assess cause of resistance to determine if dilation should be reattempted." Resistance in movement through the endoscope can occur if the balloon is inflated prior to advancement through the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. As reported to cook customer relations: "the balloon had a hole in it that they noticed when starting to use it on a patient. The patient was not harmed, but water was leaking out into their esophagus. I do not know if they kept the failed item or not." Additional information was received from the physician on 08/15/2016: "during an esophagogastroduodenoscopy (egd), the hercules 3 stage wireguided balloon was placed down the endoscope and when they started to inflate, the balloon was leaking. They removed the device and used another for the procedure."